Event description:
It was reported to boston scientific corporation that a sensor ptfe-nitinol guidewire was used during a cystoscopy, ureteroscopy and stone extraction procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip detached inside the patient exposing the tip of the metal core wire. The procedure was completed with another sensor ptfe-nitinol guidewire. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual examination of the returned sensor ptfe-nitinol guidewire revealed that the ptfe jacket was peeled along the wire with no anomalies on the distal tip. The condition of the returned incident device showed no evidence of the alleged issue which could have contributed to the event. Based on all gathered information, the most probable root cause is: not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensor ptfe-nitinol guidewire was used during a cystoscopy, ureteroscopy and stone extraction procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip detached inside the patient exposing the tip of the metal core wire. The procedure was completed with another sensor ptfe-nitinol guidewire. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.